Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a mildly tortuous right common femoral artery using a prostar xl device. Reportedly, the device was inserted into an 8-french sized access site. During needle deployment, while holding the device at a 45-degree angle, it was not possible to expose (deploy) the needles. The device was removed over a guide wire and a second prostar xl device was deployed uneventfully. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. Upon completion of the tavi procedure, the sutures from the second device were used to achieve hemostasis. The procedure was performed under general anesthesia which was not changed due to the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the needles was not confirmed. Analysis of the returned device indicated that the handle, needles and sutures were in pre-deployed positions and there was no indication that an attempt had been made to deploy the needles. Clarification was requested from the customer, but the customer indicated they could not remember if the needles had been deployed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.